Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No motor error alarm was noted either; however, the pump was received with the motor encoder out of phase. No cosmetic damage was noted.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 431 mg/dl. The customer also stated that she was in the ER for a non-diabetes related issue, and that she removed the pump prior to the hospital visit because she received a motor error alarm. While in the hospital, the customer's blood glucose rose to 479 mg/dl, which she attributes to not wearing the pump and the infection that she was suffering from. The hospital did not treat for her high blood glucose, so the patient treated with multiple manual insulin injections. Troubleshooting was initiated for the motor error alarm. The customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.